Manufacturer narrative:
Date of event: (B)(6) 2018. Report date: 01nov2018. The customer replaced the analog printed circuit board assembly (pcba) and the 3 station solenoid. The ventilator successfully pass performance specification testing.

Event description:
It was reported by the international customer that the ventilator was "getting off automatically". There was no patient involvement. The event date was not specified; estimate used.